Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B) (4) battery depletion-normal. Analysis revealed a no output and no telemetry condition. Calculations based on implant parameters indicate that the device had met its expected longevity. The device was milled open for analysis. Visual inspection showed no anomalies. The no output was the result of a depleted lithium power source.

Event description:
It was reported the patient fell onto chest. When interrogation of the device was attempted during followup, there was no telemetry or magnet response. No patient complications have been reported as a result of this event.